Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain device repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.

Event description:
The customer reported the unit was in clinical area; failure was observed when disconnecting o2 from wall w/ tanks attached. The customer verified check valve failure. No patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
An o2 leak from o2 manifold check valve was reported. No patient harm reported.